Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap s/t device's sound abatement foam. The patient saw particles on device. No serious patient harm or injury reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 09/23/2025: despite good faith effort attempts, the device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed. In this report, box h has been updated/corrected.